Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was found which is a known cause of this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The technical service representative (tsr) assisted with clearing the alarm. The patient reported that there was some solution on the floor. The tsr advised the patient to use manual supplies or start over with all new supplies. During the follow up, the patient stated that when they removed the supplies, they noticed the solution on the heater tray. The patient explained that they thought the leak occurred around the heater line and bag. The connection between the lines and bags was secure and was completely connected. There was no patient injury or medical intervention associated with this event. No additional information is available.